Event description:
It was reported to boston scientific corporation, that a bagley stone retrieval helical basket was planned for use in a kidney stone retrieval procedure in 2008 (patient age, gender and weight unknown). According to the complainant, during preparation, the stone basket did not close. Another bagley stone retrieval helical basket was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Manufacturer narrative:
The device has not been returned; therefore, the device evaluation has not been performed and the cause of the reported malfunction is undetermined. A review of the device history record revealed no anomalies that could be related to this event. A lot history search found no other complaints reported for this lot.